Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the meniscus repair surgery inside the patient, after successfully stripped off both, t1 and t2 from ultra fast fix assembly curved, when it was preparing to push the knot, the suture of t2 broke. The sutures were removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The device was fully actuated. No physical damage visible to the device. A functional evaluation revealed the actuator functioned as intended. A review of the customer provided image confirms the reported batch number and product number. The image also reveals two pieces of suture with cut ends. No physical damage visible to the handheld device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. The cut suture was not returned. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found a material certificate of analysis is required. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during the meniscus repair surgery inside the patient, after successfully stripped off both, t1 and t2 from ultra fast fix assembly curved, when it was preparing to push the knot, the sutures broke. The procedure was successfully completed without significant delay using a back up device. No patient complications were reported.